Manufacturer narrative:
Complaint no: (B)(4). It was reported by a nurse during follow up that the cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with vancomycin, (ip,) intraperitoneally (2gm according to serum level, frequency not reported), ceftazidime (1gm per day, ip) and fluconazole (100mg, once a day, orally). On (B)(6) 2015 treatment with vancomycin was discontinued and on the same day, the patient was discharged from the hospital. At the time of discharge, treatment with ceftazidime and fluconazole was ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering, and treatment with extraneal/ physioneal therapies was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Correction:. Report date changed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis, treatment for the event, action taken with therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). After twenty-one days of intraperitoneal ceftazidime, that antibiotic therapy was stopped and on the same day, the patient began treatment with ciprofloxacin orally for seven days (dosage and frequency not reported) for the previously reported peritonitis event. After twenty-eight days of oral fluconazole, that antibiotic therapy was stopped. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.